Event description:
Surgical procedure: robotic hysterectomy. During surgical procedure, while using monopolar scissors with tip cover in place and settings at 38w, instrument had unintended arcing (spark). No pt injury or harm resulted. Tip cover removed and cover inspected for holes. Photos taken of tip cover and sent to MFR, intuitive.